Event description:
The customer reported the system displayed a maximum entrance exposure rate 10.76 r/min without hl fluoro activated.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.